Event description:
Healthcare professional reported that a patient was injected with 2 syringes of juvéderm voluma® xc. Patient experienced "large painful nodules warm to the touch." Patient was prescribed "doxy" for seven days. Filler was dissolved with hylanex® "8 times".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional additionally reported patient was treated with prednisone. Event has not been resolved.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with 2 syringes of juvéderm voluma® xc. Patient experienced "large painful nodules warm to the touch." Patient was prescribed "doxy" for seven days. Filler was dissolved with hylanex® "8 times".